Event description:
The customer reported that the broken bladder caused internally leakage. Per customer, everything works normally until the "bladder" breaks, forcing them to get the nurse back to change the tube. The patient has a nurse who places them and changes them, and she is specialized in tube feed. Additional information was received from the customer and stated that "bladder breaks" refers to balloon splits/breaks. There was no harm reported.

Manufacturer narrative:
Additional 510 k number: k932295. Additional product code: pif. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. A sample was not received for the investigation. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, as a part of continuous improvements, a supplier corrective action request (scar) has been issued to the supplier to address the reported condition through a more robust investigation and results of the investigation will be documented through the referred CAPA.